Event description:
Overdelivery due to "spontaneous rate change" reported. The pump was set to infuse an unspecified concentration of pitocin at 6 milliliters per hour for induction of labor. Approximately ten minutes later, a nurse observed the display to indicate a delivery rate of 530 milliliters per hour. No device alarms sounded, and no power failure had occurred. No overt adverse effects to the pt or fetus were observed. The pt was placed on oxygen and given brethine as prophylactic measures. The induction attempt was unsuccessful. The pt was allowed to rest for 12 hours at which time another attempt for pitocin induction was made. Induction was also unsuccessful at that time, as was a third atempt 2 days later. No additional info was available. No adverse pt effects reported from the overdelivery.

Manufacturer narrative:
The device passed performance verification testing within product specification, including short and long term delivery accuracy testing. The pump did not switch rates or any programmed settings throughout test procedures. The frequency of death or serious injury reports for code 102 (overdelivery) for plum products is approximately 0.77/million sets.